Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 50 mg/dl at the time of incident and the current blood glucose of the customer was 117 mg/dl. Customer reported other blood glucose value was 135 mg/dl. Customer reported that the sensor was damage. The customer said that the top plastic part of the sensor was not connected to the body of the sensor. The customer was treated with juice. The insulin pump will not be returned for analysis.